Event description:
The fse reported that the system could not produce x-ray images. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found the monoblock generator needed to be replaced. The system is at end of life, and parts are not available. No conclusion can be drawn as repair information is not available.